Manufacturer narrative:
Complaint not confirmed. Upon visual inspection, no problems were noted with the devices. Only inserters for the devices were received.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an (4) ar-8825bc biocomposite pushlock were being used in a procedure. Two of the four broke when threading the tapes through the eyelet and another had the screw break when it was being inserter in the bone hole.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.